Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was/was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "needle hard or impossible to target/deploy" occurred due to the needle is not straight, there is a slight bend. The event can be detected/prevented by following the instructions for use which state: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not use an aspiration needle that has an irregularly bent or deformed needle tube. Otherwise, unexpected perforation, bleeding, or mucous membrane damage may occur. Take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was diagnostic.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two single use aspiration needles were opened and unable to be used due to the depths of the needle coming out too far. The issue occurred at preparation for use for an endobronchial ultrasound (ebus) procedure, prior to the patient being in the room. The intended procedure was completed using a similar device. There were no reports of patient involvement.